Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, proximal circumflex. After predilatation of the lesion was performed, the 2.75x18 mm xience prime stent was deployed; however, after deployment a dissection was observed. Another stent was used to treat the dissection successfully and the patient outcome was satisfactory. There was no clinically significant delay in the procedure reported. No additional information was provided.